Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found that the setscrew was backed out too far.

Event description:
Additional information was received from a rep. The rep reported that they did not understand why the interrogation of the device showed after replacement that the battery only had 12-18 months remaining. The rep reported being concerned that fluid may have gotten into the ins at some point.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that in (B)(6) 2016, the patient had a neuroma which led to a lead revision on (B)(6) 2016. Pre-operatively, the battery was checked and showed longevity of one to two years based on the current programming. The electrodes were not connecting and there was impedance greater than 4000 ohms. Therapy had stopped working for the patient. The manufacturer representative though the patient was set around 2.8 volts but didn't have any other settings. During the revision procedure, the lead was removed and a new one was inserted. The implantable neurostimulator (ins) was also replaced due to the longevity of one to two years, even though the ins was only five to six months old.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.